Manufacturer narrative:
We performed a check of the sterilization charts of all the components explanted during the revision of 19th october 2017 and: · no anomaly detected on a total of 35 smr cementless stems manufactured with the lot # involved (1606708); · no anomaly detected on a total of 63 smr reverse humeral bodies manufactured with the lot# involved (1608460); · no anomaly detected on a total of 43 smr reverse hp liners manufactured with the lot# involved (1612127); · no anomaly detected on a total of 35 smr connectors small manufactured with the lot# involved (1614196); · no anomaly detected on a total of 15 smr reverse hp glenospheres manufactured with the lot# involved (1614746). All the components have been regularly sterilized before being placed on the market. Explants analysis: no explants available for further analysis. Xrays analysis: neither pre or post operative x-rays related to primary smr reverse (december 2016) nor pre or post operative x-rays related to revision surgery (B)(6) 2017) were received by limacorporate. Based on the info that an infection was already present at the time of the orif (october 2016), it's possible that there was no complete healing from that infection when the smr reverse was implanted (december 2016), so a revision was needed almost one year later due to the infection. Event classified as not product-related. No corrective actions planned for this case. Limacorporate will keep monitored the market. Pms data: we are aware of a total of 27 revisions of a reverse prosthesis due to infection on a total of 72.366 smr reverse prosthesis sold ww since 2002. This gives a specific revision rate of 0.037%. None of these cases were classified as product related.

Event description:
Revision of a smr reverse shoulder prosthesis performed on (B)(6) 2017 due to infection. According to the info reported, patient underwent an orif (open reduction internal fixation) in october 2016. The orif failed, and there was an infection already present at that time. Implant of smr reverse was done in december 2016. All the components were explanted on (B)(6) 2017 due to the infection, with the metal back glenoid exception (because this component was well fixed in the glenoid bone so surgeon didn't want to cause bone loss). Germ responsible for the infection is unknown. Event occurred in australia.

Manufacturer narrative:
We performed a check of the sterilization charts of all the components involved and: · no anomaly detected on a total of 35 smr cementless stem manufactured with the lot # involved (1606708); · no anomaly detected on a total of 63 smr reverse humeral body manufactured with the lot# involved (1608460); · no anomaly detected on a total of 43 smr reverse hp liner manufactured with the lot# involved (1612127); · no anomaly detected on a total of 35 smr connector small manufactured with the lot# involved (1614196); · no anomaly detected on a total of 15 smr reverse hp glenosphere manufactured with the lot# involved (1614746). All the components have been regularly sterilized before being placed on the market. No other complaints reported on these lot#. We will send a final report once the investigation will be completed.

Event description:
Revision surgery of a smr reverse shoulder prosthesis due to infection done on (B)(6) 2017. According to the info reported, all the components implanted during the previous surgery performed on (B)(6) 2016, were explanted with the metal back glenoid exception. P acnes could be the probable germ responsible for the infection (to be verified and confirmed). Event happened in (B)(6).